Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratches and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.